Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not loading into the grooves of the jaws. On the first few firings of the device, when closing the clips on the cystic duct, the clips were scissoring. It was not known if a cholangiogram was used with this procedure. The case was completed with another device of the same product code. There were no patient consequences reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.